Event description:
It was reported that this right atrial (ra) lead exhibited oversensing due to noise. Subsequently, this ra was explanted and successfully placed. There were symptoms related to the procedure as discomfort and pain. No adverse patient effects were reported. This ra leas has not returned to boston scientific for further analysis.